Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgeon was having issues with arm 1 control. The surgeon reportedly experienced resistance rotating and inserting an instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, the intuitive surgical technical service engineer (tse) had the customer reseat the sterile adapter but the reported issue was not resolved. In addition, the customer performed an emergency power off (epo) and a power cycle system but the issue was still not resolved. The customer claimed that the instruments were really difficult to insert and remove. The instrument cannula was inspected and found to be cracked and bent out of shape. The customer replaced the cannula and was able to complete the surgical procedure. On (B)(6) 2012, isi contacted the tse and obtained additional information. According to the tse, the cannula was found to be cracked upon removal of the cannula. According to the tse, the customer installed a new cannula and the issue was resolved. The tse did not know when the cannula was damaged. He also was unable to provide any other details regarding the cannula. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.